Manufacturer narrative:
Additional information received. After clinical review of the medical records, the cause of the explantation of the 29mm s3 valve approximately 1 year and 2 months post implantation, was due to late-stage endocarditis caused by enterococcus bacteria, which is found in the oral tract and the gut and bowel. The source of the infection was not indicated or confirmed in these records. The explantation of the infected and implantation of an inspiris resilia valve was successful and the patient was discharged on post-op day (pod) 17 to an acute rehab facility. As such the initial MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 29mm sapien 3 thv 1 year and 1 month post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant, approximately 1 year and 1 month post implantation of a 29mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.